Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead impedance rose and was indicated to be high. During the revision procedure, the lead was noted to be fractured under the clavicle and a stylet could not be advanced. The lead was cut, partially explanted, capped and replaced. No patient complications have been reported as a result of this event.